Event description:
Customer reported that she has been out on the river and left battery out of the insulin pump. Customer returned and put the battery in and received a battery out limit alarm. Customer also reported that the screen is scratched up due to normal wear and tear. Blood glucose value is 120 mg/dl. Nothing further reported.

Manufacturer narrative:
No battery out limit alarm noted. All operating currents are within specification. Insulin pump passed self test. Device had a minor scratched display window and cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor.